Event description:
The facility reported a colleague infusion pump with a malfunction of "repeating fail messages." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it is known that it occurred in the general pt ward. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the reported problem of repeating fail messages was determined to be a damaged battery alarm. The root cause was assigned to use/user error resulting from depleted batteries. The main batteries with the battery harness have been replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "repeating fail messages" was not confirmed or reproduced during product evaluation. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.